Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The patient stated that they were not connected at the time of alarm, but re-connected subsequently. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 5. The home patient (hp) was disconnected at the time of the alarm and she reconnected. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm and get the cassette out of the hc. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.